Manufacturer narrative:
Date of postoperative rash development is unknown. Device still remained implanted in the patient; as such explants date is not applicable. Complainant part is not expected to be returned for manufacturer. Review/investigation. Initial reporter is patient. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient experienced a rash around the neckline which spread onto their back, chest, and upper arms a few days following a foot procedure, in which two titanium based screws were placed in the bone. The patient expressed that two days following the procedure, two isolated itchy spots appeared on their chest and quickly spread to their neckline, back, and upper arms throughout the following days. The patient first sought advice from their anesthetist and was told to stop taking the painkiller (100 mg ketoprofenumdermatologist). The patient did this and took clexane (enoxaparinum natricum 40 mg) for five days; but, there was no change in the rash. The patient then reached out to their surgeon in order to stop their anticoagulant injections, in belief the injections may have been the cause of the rash. However, despite the stop of the injections and painkillers the rash persisted to develop and grow worse (itchier). Lastly, the patient consulted their dermatologist, who prescribed a cream (ingredients: hydrocortisoni 2,0 ureae 20,0 aq. Destilatae eucerini aa ad 200,0 mf. Ungmentum d.s.) And with in a few days the rash disappeared. It took the rash a total of about six weeks after its first appearance to disappear. Following the disappearance of the rash the patient experienced stomach pains, which led them to take a patch test. The patch test confirmed that the patient is extremely allergic to nickel, moderately to cobalt, slightly to palladium, and is in no way allergic to titanium. The patient admits to using dermaveel cream (produced by bitop ag) as treatment for dry skin; but, believes that the screws may have been the cause of their rash and stomach pains. The patient is requesting the material makeup of the screws. This report is for one (1) 2.4mm ti headless compression screw-long thread 30mm. This is report 2 of 2 for complaint (B)(4).